Manufacturer narrative:
The autopulse, serial number (sn) (B)(4), was returned for evaluation and repair on 9/29/2016. A visual inspection showed damage to the front enclosure and the battery lock was bent. This type of physical damage can occur due to normal wear and tear of the device over time, and are unrelated to the reported complaint. This autopulse was manufactured on 8/20/2007. Historical complaints were reviewed for service information related to the reported complaint and there were two previous complaints of ua45 occurrences for autopulse sn (B)(4). One occurred (B)(6) 2012, the other on (B)(6) 2013. This is not uncommon; ua 45 alerts the operator that the autopulse driveshaft is not at its home position. The user's guide covers this ua, which is typically correctable by the user. A review of the autopulse archive indicated multiple occurrences of ua45 occurring on (B)(6) 2016, but not on the reported date of occurrence (B)(6) 2016. The archive also indicates that (B)(6) 2016 was the last power up date of the device. The initial functional test resulted in the ap displaying ua45 (not at home position after power-on/restart), upon power up. To resolve the issue the service technician rotated the drive back to the 'home' position. After clearing the ua 45 the autopulse passed all functional testing. Additionally the front enclosure and battery lock were replaced, after which the device passed both the run-in and functional tests. In summary, the customer's report of the autopulse displaying ua45 (not at home position after power-on/restart) was confirmed. This was due to the drive shaft not in 'home position'. The damaged front enclosure and battery lock were replaced. The autopulse passed all current specifications. Note that user advisory error messages are designed into the platform when one of several conditions is detected. Ua 45 alerts the operator that the autopulse driveshaft is not at its home position when the platform was powered on. This user advisory will persist until the driveshaft is returned to its home position. Per the autopulse user guide instruct, to clear ua 45, the operator needs to pull up the lifeband until the chest bands are full extended. This action will move the driveshaft to its 'home' position.

Event description:
The customer reported that the autopulse (ap) displayed user advisory (ua) 45 (not at home position after power-on/restart). The customer requested that zoll clear the ua. This occurred during a shift check. No patient involved.